Manufacturer narrative:
Bayer case number: (B)(4). Breast cancer [breast cancer]. Head pain [head pain]. Muscle stiffness about 5 years ago [muscle stiffness]. Memory disturbances [memory disturbance]. Case narrative: the below report was received by health authority ansm (reference number: r2607316) on 10-mar-2026. The most recent information was received on 24-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of breast cancer ("breast cancer") and headache ("head pain") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2021, she experienced musculoskeletal stiffness ("muscle stiffness about 5 years ago"). On unknown dates she experienced headache (seriousness criterion medically important) and memory impairment ("memory disturbances") and was found to have breast cancer (seriousness criterion medically important). The patient was treated with tamoxifen (tamoxifen citrate). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to musculoskeletal stiffness, breast cancer, headache or memory impairment. The reporter commented: essure was inserted more than 10 years ago. Onset of muscle stiffness about 5 years ago (attributed to the tamoxifen I was taking following breast cancer). The symptoms have intensified since on (B)(6) 2025, impacting my daily life, including memory disturbances and head pain. I would like the removal as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) breast cancer [breast cancer], head pain [head pain], muscle stiffness about 5 years ago [muscle stiffness] , impacting my daily life [activities of daily living impaired], memory disturbances [memory disturbance] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of breast cancer ("breast cancer") and headache ("head pain") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2021 she experienced musculoskeletal stiffness ("muscle stiffness about 5 years ago"). On unknown dates she experienced headache (seriousness criterion medically important), loss of personal independence in daily activities ("impacting my daily life") and memory impairment ("memory disturbances") and was found to have breast cancer (seriousness criterion medically important). The patient was treated with tamoxifen (tamoxifen citrate). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to musculoskeletal stiffness, breast cancer, loss of personal independence in daily activities, headache or memory impairment. The reporter commented: essure was inserted more than 10 years ago. Onset of muscle stiffness about 5 years ago (attributed to the tamoxifen I was taking following breast cancer). The symptoms have intensified since (B)(6) 2025, impacting my daily life, including memory disturbances and head pain. I would like the removal as soon as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.